Event description:
It was reported to boston scientific that a zero tip basket was used during a ureteroscopy procedure on (B)(6), 2013. According to the complainant, during the procedure, the physician was removing a stone captured in the zero tip basket. The basket and stone was stuck when it got to the end of the access sheath. The physician pulled very hard to get the basket and the stone out causing the zero tip basket to break. The condition of the patient was reported to be stable at the conclusion of the procedure. Investigation results on (B)(4), 2014, reveals that the basket has been detached.

Manufacturer narrative:
Visual and functional analyses of the returned zero tip basket were performed. The basket was detached at the splice cannula, the detached basket was not returned. The outer sheath was kinked in several locations. The sheath was twisted/buckled near the distal end of the black strain relief. When the handle was actuated, it functioned smoothly. Crimp marks were present on the splice cannula to indicate proper crimping during manufacturing. Adhesive residue was present in the splice cannula and proximal end of the detached basket wire to indicate adhesive applied during manufacturing. During manufacturing, the devices are 100% inspected for functionality/integrity. Therefore, the most probable root cause for the complaint is operational/physiological context. A device history record (DHR) was performed and revealed that there were no non-conforming events or any deviations identified.